Manufacturer narrative:
(B)(4). The issue was discovered while the perfusionist was doing routine inspection of the unit. The field service representative (fsr) verified the issue. He turned on the unit and the charging indicator needle went fully to the left, indicating the batteries needed replaced. He replaced the battery resolving the issue. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during the use of the device for a non-clinical activity, the battery charge indicator was in the yellow and the needle was flickering. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed one of the two batteries to not fully charge. The two batteries measured 12.8 volts direct current (vdc) and 4.6 vdc upon receipt. Conductance measurements were 93 siemens (s) for the first battery and not available for the second battery due to the low voltage. The battery with the 4.6 volt reading is consistent with a battery that has internal degradation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.